Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, at first attempt to clip the bile duct, clips would not engage, there is issue with loading and firing of the device event the surgeon able to squeeze the handle. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.